Manufacturer narrative:
The pump had no button response due to corroded keypad traces. There were no scrolling numbers display anomaly noted. The pump was received with minor scratched display window, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 140mg/dl. The customer states the numbers keep scrolling. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.